Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin which might have caused high blood glucose. The customer's blood glucose was 16 mmol/l at the time of incident. The customer's blood glucose was 32.7 mmol/l at the time of call. The customer stated that the blood glucose would not go down after giving insulin. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.